Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastroparesis. It was reported that been relatively fine with the implanted system the way it had been set up until just a few days ago (probably longer than that) when they noticed they were feeling the stimulation a little more than they were feeling before. The patient stated it was hard to explain, that they were feeling a little of the pulsing and that they would always feel the stimulation more when they were doing housework, but now they were also feeling a pressure in their vaginal area. The patient stated the pressure was like when they used to wear a tampon but it wasn't in quite right. The patient stated they began lowering the stimulation a little each day and it has helped the pressure decrease but they were worried if they decreased any lower their symptoms might return. The patient stated while the pressure has decreased, they were still experiencing a mild discomfort. The patient stated it happened "all of a sudden," but that they hadn't fallen and they didn't think anything had moved. Patient services reviewed stimulation and programming considerations with the patient as well as considerations for patient activities with an implanted system. The patient stated they had started going back to a pilates class back in may at their managing health care provider's (hcp) approval and they didn't think it was that necessarily that caused the pressure to start. The patient stated their hcp had told them to call medtronic for trouble shooting however the patient wanted to call the hcp again to discuss the potential of switching programs to see if that might help with the pressure before making another change. The patient stated if the pressure did not resolve after making a change, they would make an appointment with the managing hcp to check the implanted system.